Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The returned product consisted of a rotablator plus device. The advancer unit and burr catheter were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. There were numerous fibers wrapped around the burr tip and the coil, the fibers are consistent with fibers seen from a sterile pad. The distal end of the burr catheter was soaked in warm water for a short time and the fibers were removed. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was stretched. As the rotawire that was used during the procedure was not returned; functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 17jan2020. It was reported that the rotawire could not pass the burr working channel. A 1.50mm rotalink plus was selected for use. During preparation, it was noted that the wire cannot pass through the burr working channel. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were numerous fibers wrapped around the burr tip and the coil.